Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying inaccurate data was not confirmed. The heartmate system monitor was not returned for analysis; however, a log file spanning approximately 25 days (B)(6) 2020 ¿ (B)(6) 2020 per time stamp) was submitted. The log file did not contain any notable events related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent asking if the system monitor would be returning, for the serial number of the system monitor, and if the reported event of the system monitor incorrectly displaying information was resolved; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ addresses how to properly set up and interact with the user interface of the system monitor. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline disconnect that was displayed on the system monitor and was observed by many. Log file review did not show any driveline disconnects. The driveline disconnects was falsely displayed and it was recommended to reboot the system monitor to resolve the issue.